Manufacturer narrative:
In good faith effort responses from the customer received on 18aug2023 and 22aug2023, the customer had no further questions and it was stated that the device issue had not been resolved at that time. The device had not been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was turning on and off by itself. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that, while in storage and without patient use, the device was turning off and on by itself. The customer inspected the liquid crystal display (lcd) cable and found that it was damaged. The customer requested the part information for the lcd cable. In a good faith effort (gfe) response from the customer received on 08aug2023, it was stated that the device was not in service, and the touchscreen was replaced but the symptoms remained the same. The device was still turning on by itself. The old touchscreen was returned to philips for evaluation. This investigation is ongoing.